Manufacturer narrative:
Fiber analysis: the total length of the fiber is 11 ft. 8 and half inches. The connector is detached and returned. The proximal end of the fiber blue outer sheath shows signs of burn. The proximal end of the glass fiber is fractured within the blue outer sheath at 3 locations. The distal fiber tip is broken and extends 1 mm from the blue outer sheath. The distal end of the blue outer sheath shows black marks at 2 mm from the distal end. The distal end of the fiber blue outer sheath shows signs of stretching/melting. Probable root cause: excess bending/user handling. Product insert cautions against sharp bending.

Event description:
It was reported that while using the surgical fiber the "fiber broke in two pieces: connector and fiber". It is unknown how the procedure was completed. Patient outcome: "no damages to the patient". No further information provided.